Manufacturer narrative:
Device has been returned for evaluation. Once the device has been evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Report states that a cadd solis pump was set up for pca. User facility reported that the device was under-delivering medication. No pump alarms or alerts reported. No adverse effects to patient reported.